Manufacturer narrative:
Investigation results: no visual non-conformities were found on the returned bisector elements. Resistance measurements were within its specifications (less than 1 ohm from electrodes to connector terminals). Device meets product specification. The reported failure could not be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device would not cauterize. Staff swapped cords without success. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.